Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was observed during review of the device data logs and the monitor board and defib cable assembly were replaced. The monitor board, defib cable assembly, and data file were returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, evaluation of the monitor board and defib cable assembly were unable to duplicate the report. The monitor board and defib cable assembly were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.